Event description:
This lead was returned with oos documentation from biotronik representative. Per the oos, this lead dislodged several times during implant. One day post implant it was discovered that the lead had become dislodged again. The physician decided to explant the lead and replaced it with a selox jt 45. There are no further adverse events reported for this patient.